Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the lead was connected to the pulse generator, loss of pacing and sensing was observed. The physician suspected a fracture and replaced the lead.